Event description:
The caller reported encountering cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information for a pump reset and assisted the caller in executing the reset. After the reset, the error code did not reappear, and the caller successfully started their sensor session.